Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i01056 and h10j18018) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis and heart attack in a (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day for the peritonitis. In (B)(6) 2011, the patient experienced a heart attack during his hospitalization. Treatment for the peritonitis and heart attack were not reported. The patient was recovering from the peritonitis. The consumer did not comment on the outcome of the heart attack. During a follow-up call with the patient's pd nurse, it was reported that the patient was hospitalized on (B)(6) 2011 for peritonitis. The nurse did not know if a peritoneal effluent culture was performed. Treatment for the peritonitis was not reported. The nurse stated she knew of the patient's "heart issues" and the patient had triple bypass surgery. The outcome from the heart attack was not reported. On (B)(6) 2011, the patient was discharged and had recovered from the peritonitis. Pd therapy with dianeal was ongoing. The nurse stated the events were not related to pd therapy. Follow-up information ((B)(6) 2011): the nurse was unable to confirm the diagnosis of peritonitis, pd effluent culture, or pd culture results. On (B)(6) 2011, the patient was hospitalized for an unknown reason. During the hospitalization on an unreported date, the patient experienced a heart attack. Treatment included open heart surgery. On (B)(6) 2011, the patient recovered from the heart attack and was discharged that same day.